Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported high psi value. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed a missing pad for l2 electrode. The sensor failed continuity testing due to an open connection across all electrodes. Additionally an open trace was found between r1 and the connector. No functional test could be performed as the sensor was returned used., corrected data: d4 model # was corrected from 4248 to 4248-9.

Event description:
The customer reported high psi value. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Visual inspection upon receiving revealed no external physical damage. The sensor failed continuity testing due to an open connection across all electrodes. Additionally an open trace was found between r1 and the connector. No functional test could be performed as the sensor was returned used., corrected data: additional manufacturer narrative was corrected from: external visual inspection showed a missing pad for l2 electrode to: visual inspection upon receiving revealed no external physical damage.

Event description:
The customer reported high psi value. No patient impact or consequences were reported.